Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Customer's continuous glucose monitor read "low," however, specific bg value was not provided. The customer consumed carbohydrates to address the bg level. Suspected cause was due to the customer¿s settings requiring adjustments. Customer updated their pump settings to address the event.